Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion sensor seal was delaminated. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The delaminated downstream occlusion seal was confirmed. However, the seal has not yet been breached, and therefore there is no fault found with the device. The seal was replaced preventatively. The device tested normally.